Event description:
Surgery in 2001. It was reported that during an endoscopic implantation, an instrument slipped off the implant while the surgeon was applying a downward force. The tip of the instrument severed the pt's aorta, and the pt bled to death.